Event description:
It was reported that during a ileocecal resection procedure, the blade was broken off outside the patient's body. Another device was used to complete the case. There were no adverse consequences to the patient. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Information not available, device not returned for analysis.